Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi has received the hrsv; however, failure analysis is not complete. The probable root cause cannot be determined based on the information provided. Since the product analysis is not complete and the log review was inconclusive, the reported event was unable to be confirmed or replicated. A review of the site's complaint history did reveal pr (B)(4) related since it documents the fse investigation and RMA of the hrsv. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, one of the eyes in the surgeon side console (ssc) was out. The system was a dual console. The customer will power cycle at end of procedure (eop) and let the field service engineer (fse) know if the power cycle fixes the issue. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the customer does not have additional information.

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) monitor was returned for failure analysis, and the reported issue was confirmed. In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. Powered on showing a blank screen. The complaint was confirmed based on failure analysis. The probable root cause of this issue is attributed to issues on the hrsv.

Event description:
Refer to h11 for follow-up information.